Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited low pacing impedance. Both leads remain in use. No patient complications have been reported as a result of this event.